Manufacturer narrative:
The reported event was confirmed by the service technician. During the visual inspection it was found out that the tip of the pointer was broken off at the predetermined breaking point. Based on the additional information received from the sales rep, the tip broke off in the sterilization department during cleaning. The device was scrapped, as it was not repairable.

Event description:
It was reported that the tip of the small tracker broke off of the device at the user facility in the sterile processing department. No patient involvement, no delay, no medical intervention and no adverse consequences were reported with this event.

Manufacturer narrative:
Failure analysis is in progress; additional information will be submitted once the quality investigation is completed. Failure analysis is in progress; additional information will be submitted once the quality investigation is completed.

Event description:
It was reported that the tip of the small tracker broke off of the device at the user facility in the sterile processing department. No patient involvement, no delay, no medical intervention and no adverse consequences were reported with this event.